Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that difficulty crossing occurred. Vascular access was obtained via femoral artery. The 100 % stenosed 38x2.75mm target lesion contained >=90 degree bend and was located in a severely tortuous and severely calcified left anterior descending artery (lad). A 2.75x38mm promus element long drug-eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the strut rows from the middle section of the stent to the proximal end were raised and misaligned. It was also noted that the stent protector was not returned to the complaint investigation site for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).